Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia. H6: health effect clinical code - movement disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced hyperglycemia and described the symptoms like her brain was not functioning very well, she could not talk or walk. The cgm reading was 300 mg/dl and the bg reading was 400 mg/dl. The mother called the ambulance. When the ambulance arrived, they took a bg reading which was 400 mg/dl an the cgm reading was still at 300 mg/dl. At the hospital, they took a bg reading which was 700 mg/dl and the cgm was unknown. The patient didn´t reported the medication that was provided. She was admitted to the ICU for 5 days. After 5 days the patient was discharged. At the time of the report the patient was stressed but entirely okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.